Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of capture due to dislodgement was observed on the left ventricular (lv) lead. The lead was revised and replaced. During the replacement lv lead implantation, the patient experienced an asystole due to the programming of the device. The device was reprogrammed and the new lead was implanted to resolve the event. The patient was stable with no adverse consequences.